Event description:
The facility representative reported to baxter that while using a baxter set during secondary medication infusion, the secondary medication contents migrated to the primary container. It was reported that that the clinician hung a primary 500ml bag for a flush and pre-hydration. Clinician hung arsenic as a secondary. After the clinician returned, she discovered that the secondary was empty. There was fluid in the primary bag, and they believed that the arsenic traveled to the primary bag. A sigma pump was being used, and it was reported that the device had passed testing and put into service. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information at this time.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, it does not have a us 510k number. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.